Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (not powering on properly) was confirmed. Upon investigation the charger/modem was resetting and unable to charge battery packs. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem was not powering on properly.